Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not cut during a procedure. The condition of aspiration and actuation is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found conforming. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and cut and was found non-conforming for actuation. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. Gouge marks were observed at several locations along the inner cutter. After disassembly (needle and shell removed), the probe was able to actuate. The returned sample was found to be conforming for cut, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event the complaint evaluation indicated the probe had an actuation issue. The most likely root cause for the actuation non-conformance is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, restricting proper actuation. How and when the inner cutter of the probe became damaged cannot be determined from this evaluation. No action was taken as a cut issue as described in the complaint was not confirmed. No specific action with regard to the actuation failure was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).